Event description:
This system was explanted due to infection on (B)(6) 2014. The physician also noticed oversensing on the rv channel prior to explant. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted due to infection. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 42 months and 36 charging cycles were recorded to the device memory. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the infection was not device related. In the available iegms the occurrence of noise was observed in the right ventricular, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional.